Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the patient has expired. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received. Unfortunately, the cause of death was not provided.

Event description:
A customer contacted beckman coulter regarding falsely high platelet (plt) results generated by the coulter lh750 analyzer for several patient samples. The results were reported out of the lab. The original samples were re-tested on a different instrument and plt results were lower for all patients. Based on available information, there was no effect to patient treatment.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. Unfortunately, the cause of death was not provided. It was also noted that the device is unavailable for evaluation, as the device was not explanted. A device history record review is in process.